Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the hospital would like the pump evaluated for thrombus and/or device malfunction. The pt had experienced elevated plasma free hemoglobins and due to this increase, the pt was put as 1a on the transplant list, and subsequently received a transplant.

Manufacturer narrative:
The lvad was returned for eval and we were unable to confirm the reported event of potential thrombus. The examination of the device did not reveal any anomalies or depositions on the smooth and textured blood contacting surfaces that would have affected the functionality of the pump. In addition, examination of the pump bearings did not reveal any anomalies related to wear. The percutaneous lead was returned severed approx 2" from the reinforcing sleeve/boot and the remainder of lead was not returned for eval. Visual examination of the lead was unremarkable. The outer silicone jacket was carefully removed to examine the clear bionate and braided shield beneath. Both appeared intact and were unremarkable. The lead extending from the pump housing was tested for continuity and passed. A review of the device history records for this device revealed the device met all applicable specs upon product release. No further info is available. No further info is available. The MFR is closing its file on this event.